Manufacturer narrative:
After further clarification, this patient was not admitted to the hospital related to the symptoms reported in this event. Instead, patient #1 was already admitted prior to the bronchoscopy with these admitting diagnoses: pneumonia with consolidation; hypertension with pulmonary tuberculosis. The updated report from the customer noted patient #1 had one febrile episode which developed 4-6 hours after the bronchoscopy. The patient was given an anti-pyretic, and the fever resolved and did not recur. No chest x-ray was done. The customer reported the bronchoscopes used in the procedures were cultured. One of the scopes tested (B)(6); however it is unknown if this scope was used on patient #1. The hospital did not perform cultures on patient #1 related to this event; in addition, it was reported the patient¿s fever had resolved. The customer reported after their internal investigation, they did not attribute this event to asp products. They did however implement the following interventions, and reported they have had no similar events after these interventions were done. Adherence to correct cleaning methodology. Strict use of personal protective equipment. Execute the device manufacturer¿s guidelines on proper use of cleaning agents. Perform random cultures. Removed old scopes and starting using new ones. At the time the reporting determination was made, a decision was made to file a FDA medwatch report based on the limited information, and due to the fact that the customer reported using asp products. However, after further investigation and based on new information received on (B)(6) 2016, this complaint is deemed not reportable. There is no report of death or serious injury attributed to an asp product, or that an asp product was or may have been a factor in a death or serious injury.

Event description:
An international affiliate reported three patients exhibited fever, five hours after having a bronchoscopy procedure, and the bronchoscope was reported to have been cleaned with cidezyme® enzymatic detergent and high level disinfected with cidex® activated solution. This report is for patient #1 who had the procedure done on (B)(6) 2016. The affiliate reported the patient was admitted in the hospital when the procedure was done, and the event was exhibited. Advanced sterilization products (asp) has requested detailed information regarding this event; however asp has not received anything further to date. At the time the reporting determination was made, a decision was made to file a FDA medwatch report based on the limited information in the complaint, and due to the fact that the customer reported using cidezyme® enzymatic detergent and cidex® activated solution for cleaning and disinfection. However, it is unknown whether or not the symptoms reported were related. Asp will continue to gather additional information. Please reference patient #1: (B)(6). This is one of six reports being submitted for this event. Please reference manufacturer report numbers: 2084725-2016-00411, 2084725-2016-00412, 2084725-2016-00413, 2084725-2016-00414, 2084725-2016-00415, and 2084725-2016-00416.